Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6), 2010 at 7:00pm, after she had replaced the subject meter's battery. The cca noted that the patient manages her diabetes with oral medication(s). The patient denied taking any action regarding her usual diabetes regimen as a result of the alleged issue. On an unspecified date/time, after the alleged issue began, the patient claimed she developed "high blood sugar" symptoms. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.